Manufacturer narrative:
Image analysis: two still images were provided for review. This first still image shows contrast injection into the left coronary system. The target lesion can be confirmed in the mid lcx just before the junction with the om1. Contrast injection into left coronary system with procedural wires present in the vessels. The proximal to mid-vessel appears to show an opaqueness, this is most likely the detached portion of the sprinter legend device but without further images this cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stenosis in the middle section of left circumflex (lcx) stent was 95%, and the stenosis in the obtuse marginal 1 (om1) opening stent was 90%. Two stents were implanted at the lcx-om. The blood vessel was at the lcx-om bifurcation, and the blood vessel was not tortuous. There was a little resistance during the withdrawal of the device. There was vascular loss; however, the patient's lesion was stable. The device was inspected before use with no issues noted. There was no resistance noted during delivery of the device. Excessive force was not used. The device was not kinked and re-straightened during use. The implanted stent was not deformed as a result of the balloon removal difficulties and balloon break. The patient is under observation in the intensive care unit (ICU). Patient age and gender provided. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a sprinter legend coronary balloon catheter was being used to post-dilate a stent when it was difficult to withdraw the balloon and the balloon broke. The mesh of the stent was small; therefore a small balloon was used for inflation. The balloon passed through the mesh of the stent and was inflated. When the balloon was withdrawn, it was difficult to withdraw at the proximal stent. After a little force, the balloon was found to be broken. The patient's lesion structure was complex, which made it difficult to pass and withdraw the balloon. A stent was used to press the broken end of the balloon against the blood vessel wall, and the patient's lesion was stable. No further patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.